Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to motor error alarms. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 425 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that the customer experienced a high blood glucose of 425 mg/dl and declined troubleshooting. No form of treatment for the high blood glucose was mentioned. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.